Event description:
It was reported that the device¿s sleep/wake function appeared intermittently unresponsive over several weeks, though during guided troubleshooting the feature worked consistently when the user placed a finger correctly in the groove as instructed. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alarms, and no need for medical attention. Investigation included remote troubleshooting and user education on proper interaction with the non-mechanical sleep/wake sensor. Investigation of this case revealed normal device function with user technique identified as the likely contributor, consistent with an interaction issue rather than a hardware failure. It was concluded, based on established findings for similar reports, that the cause was user interaction and use error.

Manufacturer narrative:
Initial.